Manufacturer narrative:
(B)(4) catalog: igtcfs-65-1-fem-celect investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6)".&#842; additional information received 19jan2016: notes taken from the limited medical records provided by plaintiff: the celect filter was placed via ultrasound guidance and placed with its apex below the renal vein, good alignment of the filter following the placement. Per ppf, pt returned 3 months after the placement of the celect filter (which was intended to be temporary per ppf) for retrieval and no known complications are indicated in the limited records provided. Per ppf, the retrieval was attempted through the right neck with right internal jugular vein cannulated. The medical records state that multiple attempts were made under fluoroscopic guidance to retrieve the hook on the superior aspect of the filter with a 25 mm snare. All attempts were unsuccessful as the celect was tilted to the right. In addition, the hook of the celect was allegedly embedded in the superior wall of the right renal vein. Patient outcome: it is alleged that pt was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-1-fem-celect. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available, the exact root cause for what caused that the unsuccessful retrieval attempts, tilted and that the filter hook, which was allegedly embedded in the superior wall of right renal vein are unknown. Filter retrieval is occasionally difficult. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk and in published scientific literature filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may happen during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6)." Additional information received 19jan2016: notes taken from the limited medical records provided by plaintiff: the celect filter was placed via ultrasound guidance and placed with its apex below the renal vein, good alignment of the filter following the placement. Per ppf, pt returned 3 months after the placement of the celect filter (which was intended to be temporary per ppf) for retrieval and no known complications are indicated in the limited records provided. Per ppf, the retrieval was attempted through the right neck with right internal jugular vein cannulated. The medical records state that multiple attempts were made under fluoroscopic guidance to retrieve the hook on the superior aspect of the filter with a 25 mm snare. All attempts were unsuccessful as the celect was tilted to the right. In addition, the hook of the celect was allegedly embedded in the superior wall of the right renal vein. Patient outcome: it is alleged that pt was injured without further explanation.

Manufacturer narrative:
Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4). (B)(4). (B)(6)). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/08/2015 as follows: the plaintiff allegedly received the filter implant via the right common femoral vein on (B)(6) 2012 due to pe. An unsuccessful device removal attempt allegedly occurred on (B)(6) 2013. The plaintiff alleges tilt and device unable to be retrieved.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-1-fem-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6) regional hospital, (B)(6)".&#842; patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog # unknown as information was not provided but referred to as cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6)". Patient outcome: it is alleged that "pt was injured without further explanation". Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt; device unable to be retrieved, hook embedded'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.